Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump had a blank display. They tried using 6-7 batteries. The customer¿s blood glucose level was unknown. Troubleshooting was performed. It was found that the battery cap was corroded. It was damaged and discolored. They were advised to discontinue use of the device and revert to a back-up plan. They will be sent a replacement battery cap. The device will not be returned for analysis.